Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was hospitalized on (B)(6) due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer¿s mother stated that customer was wearing insulin pump at time of hospitalization. Customer stated that they had pneumonia in the hospital. Insulin pump will not be returned for analysis.